Event description:
It was reported the camera head cord was cut. The issue was found during reprocessing. There was no reported of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, there was findings of intermittent switch function issues causing flickering and intermittent image loss were discovered. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cord was cut. The issue was found during reprocessing. There was no reported of patient involvement.